Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing causing inappropriate mode switch. Further information was requested; however, was not provided.